Event description:
It was reported that this right atrial (ra) lead was noted to have an insulation issue during the revision procedure of the right ventricular (rv) lead. This lead was explanted and replaced, and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Manufacturer narrative:
Supplemental: the product has been received for analysis. This report will be updated upon completion of analysis. Initial: at this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that this right atrial (ra) lead was noted to have an insulation issue during the revision procedure of the right ventricular (rv) lead. This lead was explanted and replaced, and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was noted to have an insulation issue during the revision procedure of the right ventricular (rv) lead. This lead was explanted and replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental 2: product investigation confirmed the reported insulation damage observation. This lead was subjected to and passed continuity, hi-pot and wire insertion tests. Detailed analysis confirmed multiple locations of melted insulation due to electro-cautery. Supplemental: the product has been received for analysis. This report will be updated upon completion of analysis. Initial: at this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.